Event description:
The dilation catheter malfunctioned during the case. The balloon was noted to be leaking.======================manufacturer response for vascular angioplasty balloon catheter, dorado pta dilation catheter (per site reporter).======================awaiting results of their investigation.